Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 1000 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The high pressure test passed. The customer stated that he had pneumonia, which caused his blood glucose to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.